Event description:
Additional information: the surgeon suspects poly wear. Update on (B)(6) 2025 based on medical review: "according to the notes provided, the patient developed osteolysis and a pseudotumor and corrosion was suspected. "

Manufacturer narrative:
An event regarding pain involving a trident shell was reported. There was no shell-specific failure mode reported or confirmed. Method & results: product evaluation and results: visual inspection of the returned device indicated that the device has some bone ingrown and damage consistent with time spent implanted and damage consistent with explantation. Clinician review: a review of the provided medical records by a clinical consultant indicated: relevant clinical history and timelines: according to the product inquiry, the patient underwent a primary total hip arthroplasty on july 19, 2021. Apparently, he complained of hip pain and a revision was carried out on april 17, 2025. According to the notes provided, the patient developed osteolysis and a pseudotumor and corrosion was suspected. Confirmation of event: I can confirm that the patient had a primary right total hip arthroplasty since I was able to see a translation of the operative report. I can confirm that the implant was changed because I could see the changes on the follow up x-rays provided. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of osteolysis and head neck corrosion are multifactorial, including surgical technique, especially in the way that the femoral head and femoral trunnion are prepared prior to insertion, as well as positioning and fixation of the implants. Patient factors, including lifestyle, activity level and bmi also can contribute, as well as implant factors. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to pain. There was no shell-specific failure mode reported or confirmed. Visual inspection of the returned device indicated that the device has some bone ingrown and damage consistent with time spent implanted and damage consistent with explantation. Medical review indicated that the patient developed osteolysis and a pseudotumor and corrosion was suspected. Revision of the shell and screws were related to osteolysis and pseudotumor which were caused by the head neck corrosion. The root cause of this event cannot be determined. No further investigation for this event is possible at this time. If the stem and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Primary tha surgery was performed on (B)(6) 2021. Patient complained of hip pain, so a revision tha was performed on (B)(6) 2025.